Event description:
It was reported that the patient had his implantable neurostimulator (ins) off for several years because his mother felt the healthcare provider (hcp) was not able to program it as well as the previous hcp. The patient¿s mother stated that stimulation may be too high because when it was on he was getting spasm like conditions. Stimulation was turning on due to electromagnetic interference (emi). Follow-up with the patient noted that he found a new hcp and was still having concerns regarding his device or therapy. The patient had his first appointment scheduled for (B)(6) 2014 with this new hcp. The patient¿s appointment had not occurred yet, so any actions taken and outcome were not known. Post appointment follow-up was requested and if additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3387-40, lot # l47032, implanted: (B)(6)1997, product type lead. (B)(4).

Event description:
Additional information received reported that reprogramming was done on (B)(6) 2014. The patient had tolerated the programming well. The healthcare professional did not know if the patient¿s system was affected by electromagnetic interference. The patient planned to return to the clinic in december and the patient had recovered without permanent impairment.